Event description:
It was reported that during a ptca procedure involving a 90% stenotic lesion in the lad artery, the shaft of the catheter broke during advancement. The procedure was completed with another catheter. No pt injuries or complications were reported.